Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 05/01/2008 to the present date 10/22/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device was broken or damaged. The device is not turning on when attached on the right side of the pcu. The iui was changed and it is still not working. No patient involvement was noted.